Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a dilation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, there was difficulty withdrawing the device after dilation, and it was noticed upon looking through the inflated balloon that the exit marker kinked. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.